Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, it was reported that other cartridge alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.